Event description:
The surgeon placed the stent into the patient in the main or. The patient returned for a ureteroscopy on (B) (6) 2009 and upon attempting to remove the stent, he discovered that the stent in the patient's right ureter had migrated upward. The stent in the patient's left side had not migrated as far and some of it was still outside of the ureteral orifice. The stents were removed with no patient harm.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.